Event description:
Additional information received reported that when the pump was to be replaced, they found that the old catheter had been severed. It was noted that it could not be confirmed if the entire catheter was removed, or left in place.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a proximal catheter revision and the labeling information was incorrect on the revision kit. It was noted that the box stated the catheter was 73 cm when it was actually 73.7 cm. The patient outcome was unknown, and no signs or symptoms were reported. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# unknown. Product type: catheter: product ID 8784, serial# unknown. Product type: catheter. (B)(4).

Event description:
Additional information: it was later added that during the previously reported routine pump replacement, it was noted there was "no cerebrospinal fluid drip" therefore the entire catheter was replaced and then a proximal catheter revision was done. The effected catheter was explanted and will not be returned. It was noted that the patient did not experience any problem. Troubleshooting done was they "tried" to draw back from the catheter access port "to determine patency of existing catheter." Patient outcome noted as "improved therapy," no further complications.

Event description:
Additional information was reported by the company representative on (B)(6) 2016. Pump logs were returned which noted that there was a catheter replacement on (B)(6) 2013, the catheter tip was placed at t5, and the old spinal segment was still in place.